Manufacturer narrative:
(B)(4).

Event description:
It was reported that the guidewire exit port was detached. An opticross imaging catheter was selected to diagnose the target lesion. During a percutaneous coronary intervention, this device was used. However, sometime during the procedure, the connecting part between the guidewire exit port and wire was torn/separated. The procedure was completed with another opticross. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR. The device was returned for analysis. Visual inspection revealed a damage on the guidewire exit port assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues noted on the analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the guidewire exit port was detached. An opticross imaging catheter was selected to diagnose the target lesion. During a percutaneous coronary intervention, this device was used. However, sometime during the procedure, the connecting part between the guidewire exit port and wire was torn/separated. The procedure was completed with another opticross. No patient complications reported and the patient's condition is good.